Event description:
Following difficulty developing the novasure disposable device and unsuccessful cavity integrity assessment (cia) tests during an endometrial ablation the physician did a hysteroscopy and saw "a crack of some sort in the fundus area of the cavity". They did not believe it was perforated "all the way through". A second novasure disposable device was used and the cia test continued to be unsuccessful. At this time the physician did another hysteroscopy and noted a "small perforation". The procedure was abandoned. The treatment was needed and the pt was discharged home. On (B)(6) 2011 the physician reported the pt is "currently doing fine".

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial numbers for both disposable device. No abnormalities were found related to the reported info. These devices passed final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).